Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the bronchovideoscope exhibited a bending section cover with foreign objects and connecting tube that had coating peeling (1mm2 or more). There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: b3, h3, h6, and h11. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely that the event may occur in case that the insertion section receives the following stress. Physical stress by rubbing or hitting the insertion section. Chemical stress from reprocessing not recommended by IFU (reprocessing manual) stress from bad storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet rays, etc.) The reported foreign material could not be identified, and a definitive root cause of the adhesion could not be established. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: "3.3 inspection of the endoscope: 5 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.